Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the mtml (master tool manipulator-left). The system was then tested and verified as ready for use. Mtm refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the ssc. One mtm is assigned to the surgeons' left hand (mtml) and one to the right (mtmr). Isi received the mtml involved with this complaint and completed the device evaluation. The customer reported complaint was not reproduced but was confirmed as having occurred based on error logs. The arm was installed onto the system and powered up. The sine cycle and a test drive were performed without any issues. The following additional findings were identified during evaluation: the opto button pads and the gimbal grip pads were found to be worn. A review of the site's complaint history found no additional instances of this issue. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed repeated 25580, 25588, and 25551 faults pointing to the system. Based on the information provided at this time, this complaint is being classified as a reportable malfunction event due to the following conclusion. System unavailability after the start of a surgical procedure (first port incision) could lead to the procedure to be converted/aborted and may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the system had one of the consoles moving on its own. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and noticed errors 23016, 25522, and 25553 pointing to the left master tool manipulator (mtm), axis 3 on console 1. The customer performed a system power cycle, hard power cycled both consoles, and the system powered on with a recoverable fault message. The tse reviewed the system error logs after the system reboot, when the fault returned, and noticed 25580, 25588, and 25551 errors reported by the left mtm. The surgeon opted to disable the left controller, recover the fault, and continued with the procedure from the console with both mtm's functioning normally. The procedure was continuing as planned and there was no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.